Manufacturer narrative:
Manufacturing review: per the lot history review, this is the first complaint reported for this lot number and issue to date. Based upon the severity level and lot quantity, a device history record review is not required. Visual inspection: the sample was returned. The safety clip was missing upon receipt. The tuohy borst valve was loose, and the two-way stop cock was closed. A complete circumferential break of the outer catheter was present approximately 88.5mm from the proximal end of the handle. Under magnification (10x) the stent graft was noted to be partially deployed 0.25mm, and a 3mm gap was present between the atraumatic tip and the distal end of the outer catheter. Functional/performance evaluation: functional testing could not be performed, as the delivery system was returned with the outer catheter broken. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for deployment failure and outer catheter break, based on the condition of the returned sample. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a stent graft could not be deployed as the deployment mechanism was unresponsive. The stent graft was exchanged for two stent graft that were deployed successfully. There was no reported patient injury.